Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. The functional inspection of the returned handpiece found that after autoclaving and cooling down, the handpiece motor required higher than normal torque to move. The DHR was reviewed and the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. Typically, we have seen that the motor will break free and become operable after a second or third characterization test. The root cause of the reported event was due to mechanical component failure.

Event description:
It was reported that after the complete assembly of the drill and handpiece, there was not possible to do homing. The tech checks the assembly but the issue persisted. The tech was not able to move the gears manually. The handpiece was replaced in order to start with the case. The device was not being used with a patient during the event. The results of the investigation have concluded that the torque value found is higher than the torque nominal value, which makes it a reportable event.